Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" and "adjust belt" messages) has been confirmed. As received, the belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check therapy pad" and "adjust belt" messages.